Manufacturer narrative:
The complaint on the ahcl2000s could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Manufacturer narrative:
Additional information: d9: device available for evaluation: no. Investigation summary: the complaint on the ahcl2000s could not be confirmed by investigation. A photo was returned showing the set in a bag with an arrow pointing to the area of leakage. No leakage observed. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR could not be reviewed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved an unspecified spinning chemolock where it was reported there was leaking at joint between alaris pump infusion set (low sorb tubing) and the spinning chemolock. There was unknown patient involvement and there was unknown harm/adverse event reported.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. D4: unknown di due to no list or lot number provided. E1 initial reporter phone number:(B)(6).